Event description:
(B)(4) laboratories identified mold growth in their 7.0 ph buffer solution. The product was recalled. Four of the bottles identified in our unit and removed from stock. At this time, we are not aware of any patient event associated with this product.